Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical cadd solis hpca was noted to have an error code 46507. It was observed that a battery electrode board was partially burnt. No patient injury resulted.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis. Technical services found that the device exhibited lec b5ab error code 46507. In addition, a phenomenon that the battery electrode board was partially burnt was observed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.